Event description:
The lesion treated was the proximal lad. One endeavor sprint stent was successfully implanted. Pt suffered a non-sudden, cardiac death 10 days post stent implant. Death is reported to be associated with an mi. Autopsy report is now available. Investigator indicated the pt death was not related to the endeavor sprint stent. Please note that this device is not distributed in the united states.